Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a gradual rise in impedance from 800 to 1600 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace impedance trend data shows a gradual increase for min and max ventricular pace bi impedance = 1406 to 2413 ohms range between (B)(6)-2010 and (B)(6)-2011.

Event description:
It was reported that there was a gradual rise in impedance from 800 to 1600 ohms. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that there was a continued slow rise in pacing impedance. The lead remains in use.